Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The symptom of pump turn off of its own was confirmed through rite testing. This condition was corrected with motor replacement.

Event description:
During the eval of a returned spectrum infusion pump, rite testing experienced pump turned off by itself. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.